Manufacturer narrative:
Follow-up # 1 date of submission 11/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact and all the keys responded appropriately. The keypad was removed to inspect under its contact buttons and there was no contamination found. The pump was opened and moisture damage was found on the audio bolus button. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change with moisture) issue. The reporter alleged the audio bolus button was torn/punctured, and under responsive with moisture. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.